Event description:
The reporter stated the haptics of a bausch & lomb lens were torn from the lens during injection. The incision was enlarged to remove the lens and a second lens was implanted. The pt's current prognosis is good - no problems noted. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the injector.

Manufacturer narrative:
Evaluation: cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaint was found within the lot.